Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a (B)(6) male pt, the device displayed a "poor pad contact" message. Complainant indicated that during subsequent testing, the device was unable to obtain an ECG signal via the multi-function cable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.